Event description:
Additional information was received, it was reported the cause of the pain and intensity not going down was the patient could not get any vibration from their controller. The patient's controller was replaced and the patient could now control the pain. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they had the unit for about six years. It worked for a long time but from wear and use, it broke down in patient. Patient replaced the paddle some time ago, no problem in getting replaced. Patient also replaced the part of the wiring on the small charging unit on time. But now it is doing its job.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the caller reported the patient was not feeling well and had been going through a lot of pain. Caller stated they met with a manufacturer representative (rep) in person, and the representative made adjustments to the patient's stimulation and said the controller was broken and needed to be replaced. Caller stated the intensity would not go down when patient attempted to lower it. Caller stated the number showed it was going down, but it felt like it was not being lowered. Agent asked if there was a message coming up when patient was trying to lower the intensity and caller said no, it was just that when the patient tried to control the intensity, no matter what they did, the intensity would not go down. Caller said the issue started a couple weeks ago, they wanted to say 30 days ago. Agent had caller unlock the controller and patient was on group b with 4 programs. Caller was prompted to lower intensity to see what happened, but caller stated they did not want to change intensity settings as the patient was sleeping. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed intensity is therapy related not equipment related.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.